Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by medsun a 20 g 2.25 inch accucath PICC introduction. After confirmation via ultrasound that the vessel was accessed appropriately, the wire was passed through the vessel without difficulty. The needle retractor button was pushed, the needle did not retract. The catheter, wire, and needle were stuck in the patient's arm. A physician was able to forcibly pull the entire catheter and wire out. The catheter and wire were shredded. The vessel was again examined via ultrasound and was appropriate. No bleeding or interventions were needed after the catheter was removed. No other information was provided.